Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. Therefore, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Communication with the customer reported the same issue (cloudiness/dimming) occurred three (3) days before the problem occurred and was verified through connection test. Magnifying glass test found dirt and scratches on the device . Anti fogging was used and the issue was reproduced at the time of inspection. The device was replaced with another scope. Type of the procedure is unknown and not provided. Device return evaluation and inspection found foreign matter in suction channel in universal cord. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that "dimming/cloudiness" occurred during the inspection. The device was replaced. There was no was patient harm, no user injury reported due to the event. Device evaluation found foreign matter in suction channel in universal cord. This report is being submitted for foreign matter found in suction channel in universal cord (insufficient cleaning/reprocessing handling issue) found on device evaluation.